Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. Device not returned for evaluation.

Event description:
It was reported by the customer that "she placed a midline on (B)(6) and it started leaking and needed replacement on (B)(6). No other information was provided.